Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that there were high impedances on all contacts during intra-operative testing after having all normal impedances before the procedure started. The neurosurgeon replaced the old ins as normal and no difficulties were encountered until impedances were tested. They disconnected and wiped off the extensions and re-inserted them into the ins for testing three times, and on the last attempt, they got normal impedances on contact ¿0¿ and ¿8¿ the distal contacts. All others remained high above 40000. And after the patient awoke , their parkinson's symptoms were no longer controlled by the pre-op settings. The rep changed the settings to the distal contacts and patient was getting relief of symptoms without side effects. No further patient complications were reported/ anticipated as a result of this event